Event description:
Reporter states the pt tested 2.1 inr and 3.7 inr on the coaguchek s system during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.